Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. Evaluation in process, not yet complete.

Event description:
During a procedure performed on (B)(6) 2016 the anterior cervical plate 3-level 54mm (acp354) was secured with two screws, upon attempting to place the third screw the doctor did not feel that the plate was seating like it should. He attempted to place the same screw in another hole with the same result. The doctor chose to remove the plate and screws and another plate of the same size was successfully implanted using the same screws. There was a delay to the procedure of approximately 5 minutes as a result.

Manufacturer narrative:
Investigation found evidence indicating that the plate has been bent. The introduction of an additional bend to the cervical plate may have caused the plate not to seat properly. Since another plate of the same size was successfully implanted, using the same screws, the additional bend to plate is believed to be the root cause of the failure. Review of manufacturing history record found (B)(4) pieces of lot 8033ps were released for distribution on 2/3/2016 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of this nature for any of the part numbers in the acpxxx family of simplicity anterior cervical plates. As the root cause is attributed to technique and no trend was identified, the need for corrective action was not indicated.